Manufacturer narrative:
The following devices were also listed in this report: unknown_cork_product; cat# unk_shc; lot# unknown, unknown_cork_product; cat# unk_shc; lot# unknown, unknown_joint replacement_product; cat# unk_jr; lot# unknown, unknown_joint replacement_product; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to infection. Procedure completed successfully with no surgical delay.

Manufacturer narrative:
An event regarding infection involving a unknown liner was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, pathology report, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to infection. Procedure completed successfully with no surgical delay.